Event description:
Some days after implantation, the patient suffered with the symptoms of overdrainage. The shunt was replaced.

Manufacturer narrative:
(B)(4). The returned device was patent and passed siphon, reflux and leak testing. However, the valve did not meet specifications for pressure-flow and preimplantation testing. Crystalline debris found within the valve mechanism may have affected flow rates. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.